Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the cardiac arrest and st elevation has occurred. During a pulsed field ablation procedure to treat atrial fibrillation, farawave was selected for use. Pulmonary vein isolation (pvi) and posterior wall isolation (pwi) were performed using farapulse. However, the patient was taken to the ward and suffered cardiac arrest two hours later. Chest compressions and nitroglycerin were administered in response to the cardiac arrest. It was later noted that ECG changes to an st elevation was observed approximately two hours after the event. A gradual progression to conduction block occurred, leading to cardiac arrest. The procedure was completed successfully by using original device. The device is not expected to be returned as it was disposed in facility.